Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported right side rupture confirmed via ultrasound. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device had a broken shell, brown material particles were found on the shell and encapsulation. A weight test of the device was verified and the device was found to be underweight. A microscopic analysis was performed which identified broken striated. Based on the device analysis the final assessment is: a striated edge in the side anterior broken due to surgical damage. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture confirmed via ultrasound. The device has been explanted.